Event description:
It was reported to philips the device electrode plate was faulty. There was no patient involvement. A philips field service engineer (fse) evaluated the device. The reported issue was confirmed and traced to a faulty external paddle set and paddle tray. The fse replaced the external paddle set and paddle tray. The device passed all performance assurance tests and was placed back into use with the customer.